Event description:
Customer's daughter reported customer received a reading of 399 mg/dl on his precision xtra blood glucose meter, which was lower than he felt. She further reported he received a reading of 468 mg/dl and a check ketones message on a different adc meter within ten mins of each other. She also reported the customer self-medicated, (it is unk what the customer took) and subsequently experienced diaphoresis, disorientation and a seizure. Paramedics were called and the customer was transported to a local healthcare facility where he was hospitalized for 24 hours. It is unk what the customer may have been diagnosed with or what treatment he may have received. Several attempts have been made to gather additional info without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.